Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture. Technical services was consulted and reviewed the available device data. During review, a gap in successful lv automatic threshold measurements was identified. It was also noted that the patient is not pacemaker dependent. The pulse width will be increased to 1.0ms. The lv threshold was 2.3v. The lead remains in service. No adverse patient effects were reported.